Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged bend relief on the power cable and the dimming of the pump running green led was not confirmed. The hm3 system controller, serial (B)(4), was not returned for analysis. A root cause of the reported event was not determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the dimming of pump led. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged at time of the rescue taping due to damage on the bend relief of the power cable. The log files captured the system controller exchange on (B)(6) 2022 at 16:12 and after that the device appeared to function as intended.